Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion; the fiber does not show signs of damage/discoloration near the plug. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber overheated a plug by machine - appeared a yellowish color" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure at 64,191 joules and 10:41 minutes of usage; fiber overheated at the plug and yellow color on fiber from 2" to 3" from the plug. The fiber was exchanged and the procedure was completed using second fiber. Patient outcome: "no injury" to patient was reported.